Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The issue only occurred with the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm)3. The investigation did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a prostatectomy da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the surgeon intermittently experienced non-intuitive movement on universal surgical manipulator (usm)3 during the procedure. At the time of the call, the procedure was nearly completed, and there was no opportunity to use the monopolar curved scissors(mcs) again. The needle driver movement was reportedly normal. The customer was advised that the msc may need to be returned as an RMA if the issue persists. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the issue occurred when the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure did not relate to an inability to move the instrument at all. There was no instrument-to-instrument or system arm-to-arm interference. There are no external collisions. The issue was intermittent. The drape is not available for return. There are no injury to the patient as result of the event. The device was inspected prior to use. The photographic images of the device(s) or a video recording of the procedure are not available for isi review. No further information was provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .